Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Customer's blood glucose level at the time of the incident was unknown at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The insulin pump was received with a constant solid white light on the display due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the self test and displacement test due to pump solid white light on the display. No flashing display during testing. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.